Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to hyperglycemia after the ilet battery depleted overnight, with the ilet showing sensor not working and subsequent alerts for cartridge empty, insulin set expired, and high glucose; the user¿s glucose reached 401 mg/dl per device report and 375 mg/dl by fingerstick, and the user completed a full supply and sensor change with successful recharging and data sync. Symptoms included hyperglycemia without reports of dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of device data and guided troubleshooting, including re-pairing with the sensor, confirming charging status, and addressing infusion and insulin supply issues. Investigation of this case revealed high glucose associated with an overnight battery depletion and concurrent alerts indicating empty cartridge and expired insulin set, consistent with loss of insulin delivery and sensor interruption. It was concluded, based on previously established findings for similar reports, that the cause was unclear.